Event description:
During regular follow-up, a non sustained episode stored in device memories was printed out. On the printout, desynchronization of the atrial egm versus atrial markers was observed.

Manufacturer narrative:
.

Event description:
During regular follow-up, a non sustained episode stored in device memories was printed out. On the printout, desynchronization of the atrial egm versus atrial markers was observed.